Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was scanning incorrectly. The customer said that their operating room staff attempted to scan an iol model dcb00 14.5, but the device was scanning as dcb00 15.0. No further details were provided.